Event description:
It was reported that prior to use with bd vacutainer® eclipse¿ blood collection needle the needles were stained. The following information was provided by the initial reporter, translated from portuguese to english: we received this lot (2139858), and it has stained needles.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by visual examination for any cannula defects and no issues were observed relating to blunt, bent, or discolored needles as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes blunt, bent, and discolored needles. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd vacutainer® eclipse¿ blood collection needle the needles were stained. The following information was provided by the initial reporter, translated from portuguese to english: we received this lot (2139858), and it has stained needles.